Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. The customer¿s blood glucose level was over 600 mg/dl and over 33 mg/dl. Customer states they have brittle diabetes and they have tried everything from changing diet to adjust their settings but nothing seems to fix the elevated blood glucose. Customer could eat a high carbohydrate meal and everything would be fine, but could eat a low carbohydrate meal and their blood glucose would skyrocket. Customer's other blood glucose was over 200 mg/dl. The insulin pump will not be returned for analysis.